Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was non-tortuous, with 20-30% stenosis, and located in the ostial/proximal left anterior descending artery (lad). The patient had a previous percutaneous coronary intervention in the circumflex (lcx) artery with good angiographic results. The device was inspected before use with no issues noted. The device was prepped per IFU with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted advancing the device. Excessive force was not used. The delivery of the onyx frontier was noted to be difficult and required optimization lms. A kissing balloon inflation was used to ensure no stent struts of the lcx stent were in the lad, prior to re-passing the lad stent. Any stent struts from the lcx stent were pushed aside prior to advancing the lad stent. It was then re-attempted to cross with the onyx frontier, but it would not pass the mid calcified lesion. On retracting the stent it fell off the balloon. Resistance was noted during the withdrawal of the device, but excessive force was not used. Some of the stent, that was undeployed and had not been inflated, was in the lad, but the majority of the stent was seen hanging in the aorta. The dislodged stent was eventually removed with the support of a non-medtronic snare. Stent deformation largely happened when snaring the stent to remove it from the aorta. It was believed that the stent may have got caught on a shard of calcium in the proximal lad. The patient was kept under observation and a staged procedure was performed two days later. Event date provided. Device size confirmed. Correction: annex a code. Image analysis: four photos were received from the account. Two photos are of a deformed stent protruding from the distal tip of a guide catheter and two photos are of a dislodged, deformed stent attached to a snare protruding from the distal tip of a guide catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one onyx frontier coronary drug-eluting stent to treat a severely calcified lesion. It was reported that the stent dislodged from the delivery balloon. The dislodged stent was removed using a snare. It is believed that the stent dislodged as the vessel was highly calcified. It was detailed that no harm was done to the patient. No further patient injury was reported.